Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name (B)(6); product ID 8709sc (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2011; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient receiving hydromorphone via an implantable pump. The indication for use was non-malignant pain. It was reported that the manufacturer representative (rep) was in the middle of a pump replacement case and needed assistance with the catheter revision kit. The rep stated that there was tissue in the pump connector and they couldn't get the connector off. The manufacturer's technical services specialist (tss) reviewed how to use the revision kit and sent the caller the manual for the kit. A new pump connector from the revision kit was used to replace the damaged portion of the catheter.